Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990 knee scorpion batch 74355 was received for investigation. Visual investigation noted surface damage along the body of the device: discoloration, nicks and fading. Additionally, the device's moving jaw was fractured. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-related factors, such as prying and leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion top jaw had been broken off. This was discovered during a procedure with no patient harm.